Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The power cord was shipped over night to be replaced to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the l2k serviced ventilator power cord had copper wires exposed. There was no patient injury or death reported with this event. The reporter already communicated this event to another baxter department or authority.